Event description:
Report of explant of device system due to "wound infection" rec'd per annual device tracking report. Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available.